Event description:
It was reported that an ilet user experienced hyperglycemia with a device display reading of high after eating a meal without making a meal announcement, with subsequent sensor values trending down to 388 and then 362, and the user confirmed a recent supply change with no observed leaks, bends, or kinks; the agent advised allowing the ilet algorithm to correct. Symptoms included elevated blood glucose. Outcomes included no hospitalization, no emergency care, and continued monitoring with planned follow-up. Investigation included a review of use conditions and device setup through troubleshooting and education during the call. Investigation of this case revealed no evidence of infusion set defects or delivery pathway obstruction based on user inspection, and the event was associated with missed meal announcement leading to hyperglycemia that was correcting over time. It was concluded that the device appeared to function as designed, and the hyperglycemia was most consistent with user therapy management factors with cause of the initial extreme reading unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.